Manufacturer narrative:
(B)(4).

Event description:
It was reported competitive atrial pacing was observed from a merlin transmission. Testing the patient for retrograde and then reducing the post ventricular atrial refractory period were recommended. No further information is available.